Event description:
Device malfunction: device # 1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second and third proglide device were used with the same results. A fourth proglide device was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Device #2 and #3: part # 12673-03, lot# 82021-6h are being filed under separate medwatch MFR numbers. Investigation is not complete.